Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from the home patient's mother with supplemental information provided by a nurse in the USA of a breach in aseptic technique and peritonitis coincident with dianeal therapy. During a call with baxter home care services, the following was reported: on an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. Specifically, the home patient's cat contaminated the hp's tubing by playing with the tubing. The home patient sleeps on the couch and the cats play on and lay on the couch as well. On an unknown date, a peritoneal effluent culture was performed which showed pasteurella. The hp was not hospitalized for the peritonitis. Treatment was reported as fortaz 4g ip for 14 days. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique. The patient is reportedly recovered from the peritonitis. On (B)(6) 2012, the rn was contacted and stated that the home patient was retrained on proper aseptic technique on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.